Manufacturer narrative:
Based on the information provided. The root cause of this complaint cannot be determined. No portion of the device was reported available. (B)(4).

Event description:
It was reported that the patient presented with severe stoke on (B)(6) 2016. A thrombectomy was performed in the interventional suite. Mechanical thrombectomy was performed using the following devices: 6fr shuttle sheath, 5fr 115cm sofia catheter, solitare stentreiver, marksman .027. The patient was reported to incur a stroke, multiple brain infarcts, clot resulting in death. A foreign body material, unidentified substance also was observed in the pathology report on (B)(6) 2016. The pathologist is further investigating the foreign body material substance. No specific device malfunction was reported. This incident is being reported as a death occurred. Two sofia devices were reported, however one device was opened and was accidentally dropped on the floor. The reporter could not determine what device was used or which one was dropped on the floor. The second device lot reported is: 151223jc4 (mvi ref.: p16-3246).